Event description:
It was reported that balloon rupture occurred. The target location was located in the peripheral artery. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at below 6 atmospheres. The device was removed without any problem. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 31mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the balloon rupture.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target location was located in the peripheral artery. A 2.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at below 6 atmospheres. The device was removed without any problem. No patient complications were reported.